Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. When asked if the patient's catheter migrated to the sacral level and if the catheter was implanted at the wrong location, the response indicated radiology guidance was not used at the time of first implantation. The patient's pump was implanted on (B)(6) 2015. It was additionally reported the patient experienced a stroke on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, lot #: unknown, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving lioresal (2000 mcg/ml at 200 mcg/day) via an implantable pump for an unknown indication for use. The patient's medical history included post-stroke spasticity. It was reported the patient needed an increasing daily dose to cope with spasticity symptoms. The event date was unknown. A dye study was performed, and the catheter tip was confirmed to be on the sacral spine level. It was reported that, during the initial implant, the catheter position was not checked via x-ray. The catheter was replaced on (B)(6) 2018, and the issue resolved. The patient status was alive - no injury. The catheter was discarded by the customer. Further complications were not reported or anticipated.